Event description:
It was reported there was no telemetry. It was noted they were able to communicate "fine" with the implantable neurostimulator (ins) outside of the or but were getting interference message on clinician programmer. C-arm was turned off and then interference resolved and they were able to get telemetry from the ins. It was noted the patient was having the ins replaced due to dead battery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the manufacturer's representative had received no additional information from the patient or physician.

Event description:
Further information indicated that the patient was doing fine. The company representative had not had any complaints from the physician's office in regards to this patient.

Manufacturer narrative:
Product ID, 3889-28 lot# v435227, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).